Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to oversensing and pacing inhibition with less than two seconds of asystole. Additional information received reported that prior to the right ventricular (rv) defibrillation lead revision, noise with oversensing and pacing inhibition was reproducible when the patient moved his left arm. No additional adverse patient effects were reported.